Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow-up with the right ventricular lead that exhibited failure to capture. The patient was scheduled for extraction, and the lead was successfully explanted and replaced. The patient was stable.